Manufacturer narrative:
E1: initial reporter facility name: (B)(6) center. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had slower than expected flow. When the device was primed with distilled water, the dripping flowrate was slow. This occurred during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between august 23, 2023 ¿ august 24, 2023. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.